Event description:
A surgeon reported an intraocular lens (iol) was exchanged six days following implant surgery due to the wrong power was implanted. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. Additional information has been requested. A completed questionnaire has not been received. (B)(4).